Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent response from the up arrow button, due to flattened dome switch. No unexpected numbers scrolling or frozen display was noted during testing. The device was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after numbers were rising by themselves, customer changed the battery and the screen was frozen. Customer's blood glucose was 180 mg/dl. The insulin pump was worn in the customer's bra area. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.